Event description:
Surgeon was performing an endoscopic nissen when they noticed the endostitch had broken a small piece of needle in the gastric lining. No other measures were taken to retrieve the remaining piece due to its small size.